Manufacturer narrative:
Unit received with battery cap glued to battery compartment. Unable to perform displacement test due to no access to battery compartment. Unit had broken belt clip rail. (B)(4).

Event description:
The customer reported via phone call that the back of the railing was broken. Customer's blood glucose level was 124 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.